Event description:
It was reported that "xia blocker cracked/split during final tightening making it impossible to turn the blocker in either direction. Surgeon was able to remove the rod which allowed the screw to become polyaxial again. Solution was to use a diamond burr to get the blocker out of the screw head."

Manufacturer narrative:
Additional info is being requested from the surgeon and if received, will be provided on a supplemental.